Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was not determined. There was no patient or user harm.

Event description:
Ventilation operation stopped while the patient was using this c2. "Tf 446029, tf 443001, tf 485001" was shown on the display. The patient was not hurt because the hospital staff responded quickly. Please tell me the cause of this phenomenon and the countermeasures.